Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert occurred due to the device going to end of service due to charge time time-out. The device battery may have depleted early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary. Analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device was able to provide a 35 joule charge within nominal charge time when using a donor battery and an external supply. A battery depletion mechanism such as high current drain was not observed. The device battery was submitted for analysis. No hybrid anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.